Event description:
Patient reported via a regulatory agency left side "I understand the FDA put a black box warning on them after I had them put in", "rashes" and "swollen lymph nodes". Patient also reported the following events which are not device-related, "gastro issues, brain fog, extreme fatigue, body aches/joint pain, heart palpitations, migraines/shooting pain, blurred visions, ear problems, irregular menstruations, and many more that I cannot think of thanks to the brain fog." The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5110829. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.